Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. Details of surgery: ridge augmentation. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling, bleeding, increased sensitivity and abscess. No further patient complications were reported.